Event description:
It was reported that a homechoice (hc) machine experienced an unspecified alarm. The step of setup or therapy during which this occurred is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.